Manufacturer narrative:
Investigation summary: DHR: all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2107 (june 18-20th, 2018) during which 46 visual inspections were carried out with zero defect noted. Provided picture confirm the defect: a hair detected inside unit pack, not on cannula. Conclusion(s): based on our experience, hair could be probably lost due to a failure to perform any practice of gmp, or neglect. This is a very unusual incident in bd in which stringent manufacturing processes and environmental controls employed to produce bd microlance¿ needles keeps hairs and any foreign matter to extremely low levels. In our facility, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed: air is continuously filtered using a hepa filter system. Air pressure in the controlled area is higher than in the surroundings. In this way, the possibility of contamination coming into is avoided. There are double doors to access to the room. The access of people is restricted and the use of special clothes is mandatory (gown, hair protection, and shoes), made out of lint free materials. Personnel receive routinely training courses on good manufacturing practice. In addition, bd has initiated a deep comprehensive program which includes all aspects of our production operations, including the manufacturing environments, manufacturing equipment and processes (taking special attention to re-assessment of equipment cleaning routines and gowning), in order to eliminate a wider range of potential sources of ¿foreign matter.¿ root cause: the hair was lost by the operator during the process ending up in the affected sample.

Event description:
It was reported that the 21 g x 1-1/2 in. Eclipse needle smartslip experienced foreign matter contamination. The customer reporter, "there is the hair on the cannula."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 21 g x 1-1/2 in. Eclipse needle smartslip experienced foreign matter contamination. The customer reporter, "there is the hair on the cannula."